Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging inaccurate erratic results on the subject meter of "411, 195 and 116 mg/dl", performed within 20 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. Although the patient reportedly developed "tiredness", before the alleged inaccuracy issue started, this symptom does not meet lifescan's criteria for a serious injury adverse event.